Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a 46mg bag of decitabine, spiked into a smartsite add-on access device by the pharmacy, was hung on a pole and the tubing was being placed in the pump. The tubing "fell out" of the smartsite device and the decitabine medication leaked onto the nurse. The nurse showered and the patient's foot had a possible drop of medication which was cleansed with soap and water. There was no report of harm.

Manufacturer narrative:
The photo provided by the customer shows that the tubing came apart between the nitro tubing and the filter outlet port. The root cause of this failure was not identified.

Event description:
The customer reported that a 46mg bag of decitabine, spiked into a smartsite add-on access device by the pharmacy, was hung on a pole and the tubing was being placed in the pump. The tubing "fell out" of the smartsite device and the decitabine medication leaked onto the nurse. The nurse showered and the patient's foot had a possible drop of medication which was cleansed with soap and water. There was no report of harm.